Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) inspected auxiliary drawer 3.1 and confirmed slide damage. The fse swapped the cubies, replaced the drawer, configured it, and tested functionality using the hardware testing application. The drawer functionality was tested in the application with all failures successfully recovered. Additionally, as a preventive maintenance, the fse also replaced a worn keyboard cover. The system functioned as field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.